Event description:
It was reported that during a laparoscopic low anterior resection procedure, when the surgeon fired the device on the rectum, staple line formed at colon side, but not on the rectum side. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)? Were staples delivered into the tissue on the rectum side? If yes, please describe the shape (malformed, unformed, etc.)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? How was the rectum tissue repaired? On which firing did this event occur (1st, 2nd, 8th, etc.)? Were the device jaws rinsed and the anvil wiped between firings? Was the device fired across or near an existing staple line or clip? How was the procedure completed? Was a colostomy performed? If yes, was the colostomy planned? Was a leak test performed? If yes, what was the result? Did the patient receive any neoadjuvant treatments (radiation, etc.) Prior to the procedure? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Manufacturer narrative:
(B)(4). Additional information: additional information requested and received: what was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)? Ec60a (j4ah5n). Were staples delivered into the tissue on the rectum side? No. If yes, please describe the shape (malformed, unformed, etc.)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? No, staple line was perfect on the colon side. How was the rectum tissue repaired? No. On which firing did this event occur (1st, 2nd, 8th, etc.)? 1st. Were the device jaws rinsed and the anvil wiped between firings? It happened in 1st firing, so no such precaution are advised for the 1st firing. Was the device fired across or near an existing staple line or clip? No. How was the procedure completed? Converted to open and then hand sewed. Was a colostomy performed? Yes. If yes, was the colostomy planned? Yes. Was a leak test performed? No. If yes, what was the result? Did the patient receive any neoadjuvant treatments (radiation, etc.) Prior to the procedure? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Additional information: based on additional information received, reportability changed to serious injury. What was the product code and lot/batch number for the stapler used with the ecr60b cartridge (ex, ec60, long60a, pse60a, etc)? Ec60a (j4ah5n). Were staples delivered into the tissue on the rectum side? No. If yes, please describe the shape (malformed, unformed, etc.)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? No, staple line was perfect on the colon side. How was the rectum tissue repaired? No. On which firing did this event occur (1st, 2nd, 8th, etc.)? 1st. Were the device jaws rinsed and the anvil wiped between firings? It happened in 1st firing, so no such precaution are advised for the 1st firing. Was the device fired across or near an existing staple line or clip? No. How was the procedure completed? Converted to open and then hand sewed was a colostomy performed? Yes. If yes, was the colostomy planned? Yes. Was a leak test performed? No. If yes, what was the result? Did the patient receive any neoadjuvant treatments (radiation, etc.) Prior to the procedure? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Additional information requested and received: was the choice of hand sewing caused by some issue with surgery or is hand sewing routine with this surgeon? It was caused by the issue mentioned in the complain form was buttressing material used? No. Was all of colon placed in jaws for 1st firing? By seeing it on monitor, it looked like that all of the colon was placed in jaws for firing. Was the device articulated? Yes.